Event description:
The customer reported an erratic ECG waveform while delivering pacing. They switched the therapy cable during the event. It was not reported whether demand or fixed mode pacing was used. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported an erratic ECG waveform while delivering pacing. They switched the therapy cable during the event. It was not reported whether demand or fixed mode pacing was used. There was no report of negative patient impact. The hospital biomedical engineer evaluated the device and accessories. The reported symptom could not be reproduced. Both therapy cables that were used were fully functional and passed testing. The device passed all performance verification testing and was returned into use. We are unable to determine the cause of the reported symptom as the issue could not be duplicated.